Event description:
It was reported that the pt underwent a exploratory laparotomy and right salpingo-oophorectomy in 2003. Fourteen days later the pt presented with open borders of upper and lower part of incision. Each were approximately 3 centimeters long. Dermis and subcutaneous layers were open an fascia was visible. No signs of infection were observed. The wound was re-approximated with adhesive strips.